Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product was discarded.

Event description:
Caller reported infusion set leaks, notices leak when he feels wetness. Customer is able to use infusion set for approximately one day then leak begins. No adverse event was reported. Infusion set not available for return, replacement sent.